Event description:
Patient presented to the physician with fluid and swelling at the chest incision site and the ipg protruding at the chest incision with a risk of erosion. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued swelling at the chest incision site and continued protrusion of the ipg at the chest incision with a risk of erosion. Physician brought the patient into the or, repositioned the ipg, re-sutured, and closed.